Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an anoplasty procedure on (B)(6) 2022 and suture was used to sew the anal sphincter. Pre-absorption was occurred three days later, and the wound dehisced. The patient is still hospitalized and under further observation now. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Anorectal plasty. On what tissue was the suture used? Anal sphincter. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous. How was the suture tied (square knot or multiple knots one end)? Unk. What tissue dehisced? Anal sphincter. Onset date/time of dehiscence? (# post op days) 3. How was the dehiscence managed? The patient is under further observation, no treatment was taken. Please describe any surgical intervention required for the wound dehiscence including date and findings. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any reoperation? The suture was found broken 3 days later. Please describe the appearance of the suture during the second procedure. No second procedure was planned. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Other relevant patient history/concomitant medications? No relevant patient history/concomitant medications. The patient for this pc is a new baby. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Good. If applicable, will product be returned? If so, please provide the return date and tracking information. No product will be returned.